Event description:
Info was rec'd by medwatch report. It was reported that during withdrawal of the guidewire on central venous pressure (cvp) placement, guidewire began to fray and fall apart. Guidewire was cut leaving the guidewire in the ventricle of the heart. It was retrieved in 2008.